Event description:
A report was received that the patient had an itch on his back and the patient pulled the lead out of his skin. The patient underwent lead revision wherein the leads were repositioned.

Manufacturer narrative:
Additional information was received that patient's lead was just pulled out of the epidural space not out of the patient's skin.

Event description:
A report was received that the patient had an itch on his back and the patient pulled the lead out of his skin. The patient underwent lead revision wherein the leads were repositioned.